Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the dc motor adapter was loose and worn causing the control module to give error codes. To correct the complaint the site performed the dc motor upgrade. The site also found the lcd display would not lock in place, and to correct this the site replaced the u-handle. The unit has not been returned for service prior to this event. Therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was giving an unk error code. The customer has requested to have the system evaluated for a possible damage to the green and power connectors. There was no procedure and pt involvement.